Event description:
On march 30, 2022, fujifilm healthcare americas corporation received a complaint regarding the echelon xl 1.5t MRI system. The site reported that during the exam, the patient complained of a burning sensation on their upper abdomen, just below where the coil sits. The patient reported that she experienced burning sensation only when the scan was running. The scans were getting artifact so 4 scans had been repeated before the patient started to complain. The patient's abdomen was red, but there were no other markings. The patient did not have continued pain and did not need any medical treatment. There was no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.